Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that an annuloplasty ring was explanted after an implant duration of approximately one week due to mitral regurgitation caused by partial dehiscence of the ring. According to the operative report, tte showed recurrent 3+ mitral regurgitation. Operative findings revealed partial dehiscence of the ring at the posterolateral commissure. The p2 segment appeared to be prolapsing. The ring was removed and the patient's valve was re-repaired utilizing a smaller edwards annuloplasty ring. This repair resulted in no mitral regurgitation. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the edwards device.

Manufacturer narrative:
Partial ring dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the annuloplasty ring could not be evaluated to confirm the reported event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.